Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer slide rails were stiff and the drawer was resisting to open. The field service engineer replaced both slide rails to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 6 was stuck and hard to open when user trying to administer medication to patients. However, there were no adverse events or injuries reported based on this event.